Manufacturer narrative:
Corrosion was discovered in the bearings and motor assembly.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was found to display a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.